Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the power pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further evaluation of the device, stryker observed that the powered off when charging for defibrillation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further evaluation of the device, stryker observed that the powered off when charging for defibrillation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.